Manufacturer narrative:
Med watch sent to FDA on 4/8/2016.

Event description:
Patient's attorney reported patient experienced chronic inflammation, pain, emotional stress/trauma, and mental, physical and nervous pain and suffering. This complaint is associated with a seri surgical scaffold device placed in the left breast. Additional information from the patient's physician determined this report to be a duplicate of mfg report number 8020862-2016-00017 regarding the same patient and device. One device was cut, and placed bilaterally in the patient's left and right breast. Any additional information will be reported on mfg report number 8020862-2016-00017.

Manufacturer narrative:
Medwatch sent to FDA on 3/3/2016. (B)(4). The number of seri® devices involved is unclear from the report. Therefore, mfg report number mfg report number 8020862-2016-00017 represents the device implanted in this patient's right breast. The code for patient problem/medical problem was selected to report the patient's mental and nervous pain and suffering. These events represent physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. Device labeling addresses the reported event of inflammation as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion."

Event description:
Patient's attorney reported patient experienced chronic inflammation, pain, emotional stress/trauma, and mental, physical and nervous pain and suffering. This complaint is associated with a seri surgical scaffold device placed in the left breast.